Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; device powered up with an error. It was noted errors were found in the device error log. Main pcb (printed circuit board) assembly was found corroded. Analysis also found corrosion throughout the whole device. Upper case and lower case were corroded. Black wire was pinched (no exposed wire). Display gasket was contaminated. Display and display frame were corroded and contaminated. All display grommets were contaminated. Case screws, pcb screws, and lcd (liquid crystal display) screws were corroded. Encoder switch assembly was corroded and rusted. All control knobs were rusted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error when the device was turned on. The epg was returned for repair. No patient complications have been reported as a result of this event.